Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. The reported patient effects perforation, thrombosis and pain are listed in the prostyle instructions for use (IFU), as potential complications associated with the use of suture-mediated closure devices. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced in is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of a heavily calcified right common femoral artery using two prostyle devices after an interventional procedure using a 6f sheath. It's believed the devices were deployed near the stents located where the superficial femoral artery and profunda. Reportedly, a cuff miss occurred with both devices. The patient complained of pain in the leg. An angiogram was taken and it was noted the common iliac was occluded and there was no blood flow. The physician thinks the vessel was perforated when advancing the devices causing a thrombus. A wire was crossed and a balloon was placed. Blood flow was regained. Hemostasis was achieved via manual compression. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.